Manufacturer narrative:
This report is submitted on april 12, 2022.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to unspecified reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. The patient was treated with oral and IV antibiotics. This report is submitted on august 23, 2022.

Manufacturer narrative:
This report is submitted on may 31, 2022.